Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedances greater than ,000 ohms were detected on the right ventricular (rv) lead. Additional information was received that the patient came in for a follow-up visit where it was noted the rv lead threshold measurement had increased since last follow-up, thus the output was successfully reprogrammed with an appropriate safety margin. It was also noted that there was no stored episodes of noise. No adverse patient effects were reported. The device remains implanted.